Event description:
Hearing aids purchased do not properly fit the ear canals. The poor physical fit significantly limits the volume capability of the hearing aids. Recasing the hearing aids should improve the situation. This would involve taking new impressions of the ears.